Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states while inserting, the guide wire would not pass through the catheter lumen on the venous side. A new catheter was used.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The sample consisted of one mahurkar catheter. The catheter was returned with a guide wire and the catheter did not showed signs of use in a patient. Visual inspection was performed, and the catheter did not reveal visual defects. The guide wire was used to verify the reported condition. It was passed through both extensions and easily passed through the arterial lumen. However, the guide wire did not pass through the hub in the venous lumen. The catheter was cut, and it was observed that the hub was partially obstructed with resin inside the venous lumen. The event reported was confirmed. The risk files were reviewed, and an ishikawa diagram was used to determine the potential causes for this event. It was confirmed that the venous channel of the hub was partially occluded, due to an excess of solvent applied during the gluing operation. The reported condition has been confirmed. The evidence provided is enough to relate this event to the manufacturing operations. During sample evaluation the venous channel of the hub was found occluded due to an excess of solvent used during manufacturing. Based on previous analysis it can be concluded that the most possible root cause for the hub occlusion is related to manufacturing operations activities. Previously the procedure did not control, the time the swab stick was submerged in the solvent and how much solvent was applied to the hub. It was determined to leverage the corrective and preventative action (CAPA) previously opened to this complaint. The actions of this CAPA included a modification of the procedure to include a better description of the necessary steps to perform a correct assembly of the hub-cannula union, performed an engineering study to determine the functionality of the mandril on the product after solvent bonding application, and implemented the mandril in the procedure. If information is provided in the future, a supplemental report will be issued.